Event description:
It was reported that the patient experienced what appeared to be a sinus tachycardia. It was noted that he had some chest pain while at work. The patient's arrhythmia did not meet the programmed device criteria for a sinus tachycardia and the implantable cardioverter defibrillator (ICD) initiated therapy for a ventricular tachycardia (vt). The patient received anti-tachycardia pacing (atp), burst x 2 followed by atp ramp x 2, with no success in converting the rhythm. As programmed, the ICD then delivered a maximum energy shock of 41 joules which resulted in the patient entering ventricular fibrillation (vf). Several additional shocks were delivered with the patient fluctuating between vt and vf and after the therapy was exhausted the arrhythmia was not converted. The patient was discovered unconscious about thirty minutes following the event. Cardiopulmonary resuscitation was initiated and the patient was hospitalized and intubated. The patient was transferred to another medical center in the beginning of march. The physician felt the event could have been a true vt as opposed to a sinus tachycardia and it was decided to turn the atp therapy off. The physician was deciding whether the patient's condition warranted a vt ablation or a heart transplant. The ICD system remains implanted at this time and no additional adverse patient effects have been reported.

Manufacturer narrative:
Patient code correction: updated from ventricular fibrillation to arrhythmia due to the observed regularity of the ventricular rate.

Event description:
It was reported that the patient experienced what appeared to be a sinus tachycardia. It was noted that he had some chest pain while at work. The patient's arrhythmia did not meet the programmed device criteria for a sinus tachycardia and the implantable cardioverter defibrillator (ICD) initiated therapy for a ventricular tachycardia (vt). The patient received anti-tachycardia pacing (atp), burst x 2 followed by atp ramp x 2, with no success in converting the rhythm. As programmed, the ICD then delivered a maximum energy shock of 41 joules which resulted in the patient entering ventricular fibrillation (vf). Several additional shocks were delivered with the patient fluctuating between vt and vf and after the therapy was exhausted the arrhythmia was not converted. The patient was discovered unconscious about thirty minutes following the event. Cardiopulmonary resuscitation was initiated and the patient was hospitalized and intubated. The patient was transferred to another medical center in the beginning of march. The physician felt the event could have been a true vt as opposed to a sinus tachycardia and it was decided to turn the atp therapy off. The physician was deciding whether the patient's condition warranted a vt ablation or a heart transplant. The ICD system remains implanted at this time and no additional adverse patient effects have been reported.